Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump bolus wizard was over estimating boluses. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was not comfortable using the pump and requested replacement. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test. No unexpected alarm anomaly noted. (B)(4).